Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy caused by pressure under cuff. The entire aus system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.